Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event reported in lieu of analysis results. Analysis of the echelon microcatheter (lot no. B122538) found no damages or irregularities with the micro catheter hub. What appears to be dried contrast was found within the hub. The distal ~1.0 cm of the micro catheter was found stretched and curved with a break found on the tip. The edge of the break was found jagged and stretched. The distal segment was not returned for analysis. The total length was measured to be ~155.5 cm and the usable length was measured to be ~147.8 cm. The missing tip is therefore up to ~0.7 cm in length. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed. The catheter was found stretched, bent and broken. The jagged edge and stretching occurring at the break area indicate that the device surface failed due to tensile overload. However, the root cause could not be determined. Customer reported damage was found during preparation. It is possible the tip became damaged during customer shaping process or when the device was removed from packaging. There is no indication that the event is related to a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information reporting that during preparation, an echelon catheter had a defective tip that was "tooth-like" observed prior-to-use in the procedure. It was noted that the echelon catheter and any accessory device used were prepared were prepared according to the instructions for use (IFU) and the catheter was flushed per IFU. The echelon was replaced with a medtronic device to continue the procedure. As the issue was observed prior to use with the patient, there was no effect or injury to the patient.